Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, customer reverted to an alternate form of insulin therapy. Customer's blood glucose was 204 mg/dl.